Event description:
It was reported that the ilet device was dropped during physical education, resulting in a cracked screen and a completely unresponsive touchscreen; blood glucose values were not affected and the user transitioned to backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a stress-related fracture affecting the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.